Event description:
It was reported by the rep that the (1) tlh90 was used during a colon resection procedure. It was reported that the surgeon tried to fire the device and half of the staples did not form. It was not reported how the case was completed, but there was no pt consequence. 09/22/1999: the case was completed with another instrument.